Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an error of high tidal volume alarm. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the unit has an error code 1210 high tidal volume alarm. The rse informed the customer by performing the pvt can help troubleshoot if there is a problem. Investigation ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.